Manufacturer narrative:
H6: imdrf device code a090402 captures the reportable event of device unable to deliver energy.

Event description:
It was reported to boston scientific corporation that a captiflex snares device was used during an unknown procedure performed on (B)(6) 2025. During the procedure, when using the handle, it was observed that the device was not conducting current. There were no patient complications reported as a result of this event.